Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the air alarm on the machine sounded. The air entry point was recognized as a crack in the catheter. Treatment was discontinued.